Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was unable to be interrogated. No intervention performed and no patient consequences was reported.

Event description:
New information received notes that the patient's pacemaker implanted was unable to be interrogated due to a telemetry issue. However, the pacemaker was able to be connected inductively and worked well under magnet responses. The patient was in a stable condition throughout.